Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please describe any treatment that the injured doctor received. Was there any medical or surgical intervention required due to the needle stick? Was there any diagnostic testing? Please provide update on condition of the injured doctor. Did this event contribute to any patient adverse event? If yes, please explain. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the surgeon's demographic information including age, gender, weight, bmi at the time of index procedure. Did the surgeon develop any adverse consequences since the event occurred? Did any of the patient¿s blood come in contact with the surgeon? Please describe any medical/surgical intervention required for the surgeon including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the surgeon's current status? H6 component code: g07002 unable to investigate further. H6 investigation findings: c22: photo review. H3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a single barrier folder labeled w570 with a needle exposed on one of the walls of the folder. In a second, the doctor¿s finger was punctured by the exposed needle. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, after the surgery, the doctor sutured the patient's wound and needed to use suture. When taking out the suture, the doctor was stabbed in the middle finger by an exposed needle tip, causing bleeding. The nurse found that the needle tip was exposed and had passed through the packaging, resulting in the doctor being stabbed in the middle finger and experiencing occupational exposure when taking out the suture. Fortunately, the patient's preoperative examination for "eight infections" was negative. The doctor chose not to report and test for occupational exposure, squeezed out blood, disinfected with alcohol, changed gloves, and replaced a set of needles and suture to suture the patient's wound. The risk of the event is high. If the patient's infection indicators are positive, the doctor is at risk of infection. Additional information was requested.